Event description:
It was reported that pump displayed malfunction alarm with code malf 0, and no notable events occurred before issue. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset, and malfunction did not recur after reset, so customer was advised to continue using pump and to call back if malfunction returned.